Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of a 55 mm in diameter ruptured abdominal aortic aneurysm. It was reported that the patient presented emergently with abdominal pain. A CT revealed that the patient had a proximal type I endoleak. The patient was transferred to a different facility where an endurant cuff was implanted and the proximal type I endoleak was resolved. Per the physician, the cause of the event was due to the patient anatomy of aortic neck dilatation due to disease progression. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.